Event description:
It was reported that the programmer experienced intermittent radiofrequency (rf) programmer head function, though several rf heads w ere tried. It was speculated that the rf programmer head connection may be the cause. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer experienced intermittent radiofrequency (rf) programmer head function. Analysis did find deformed solder joints on the rf head connector and therefore the link electronic module (lem) board and the rf transceiver were replaced as a preventive, as well as that the power cord bay latch and the keyboard latch were broken and therefore the power cord bay and keyboard were replaced. Concomitant: product ID 229047 software analyzer. (B)(4).